Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A lab analysis was conducted and confirms the knee fusion nail was fracture at the transverse screw hole located at or near the knee joint line. This location of the nail is the most stress demanding section of the nail. It was not possible to place the nail in the sem chamber for elemental analysis due to its length. But based on the weight of the nail it is most likely a ti-6al-4v knee fusion nail. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes of this event could include improper sizing or a traumatic event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the nail broke in half and was removed from the patient. S+n backup device was available. No delays reported. No lot number available.